Event description:
Anastomotic leak- the pt is a 64 year old female with 13 year long history of inflammatory bowel disease of indeterminate etiology. Because of relatively mild rectal disease and her age, it was elected to perform a total abdominal colectomy with ileal proctostomy rather than a restorative proctocolectomy with an ileal j pouch and pouch-anal anastomosis. The surgery was performed on 07/23/1999 and went well without any complications. The areas selected for anastomosis were both grossly free of inflammatory bowel disease. Six sheets of seprafilm were used under the fascia. As all colorectal pocedures, the operation would be considered contaminated. Even though the pt had a standard oral mechanical and oral parenteral antibiotic bowel preparation. Because of the relatively normal appearance of the proximal and distal segments of bowel, an anastomosis was created without an ileostomy. There was no tension on the anastomosis. It was endoscopically visualized to be circumferentially hemostatic with viable mucosa proximal and distal to the circular staple line. It was air tested as being without leak. Postoperatively the pt was maintained on perioperative antibiotics. She continued to have a prolonmged ileus without any significant abdominal pain or pyrexia. Nonetheless, because of suspicion of an anastomotic leak on postoperative day 7, a water-soluble contrast enema and a computerized axial tomographic scan were obtained. These procedures confirmed an anastomtic leak. The pt was taken to the operating room on postoperative day 7 (07/30/1999), where 5mm left posterolateral anastomotic leak was identified. All of the surrounding tissues were quite viable and as such, the localized leak was repaired. The tissue held sutures well. Once again, the anastomosis was both endoscopically visualized and air tested as being intact. There was no direct evidence of any residual seprafilm nor was there any indication of any immunosuppressive medications, bmi and type of surgery, the possibility of an anastomotic leak certainly exists even without the use of seprafilm. Nonetheless, the physician felt the event must be classified as possibly related to the use of seprafilm. The pt was reported to have recovered with sequelae. Serious: yes, related: possible, labeled: no.